Event description:
It was reported that the IV piggyback solutions were back flowing into the primary solution bag. The issue was discovered while use in the oncology unit when giving chemotherapy agents that were colored. The nurses noted that the primary IV solution was turning the same color as the piggyback. It was indicated that the valve on the primary tubing that is supposed to prevent this did not work correctly. The ivpb was correctly plugged into the primary tubing ahead of this valve.

Manufacturer narrative:
(B)(4). Sigma was unaware of this incident until a user facility medwatch report (B)(4) was received from the FDA on (B)(4) 2011. The pump was not returned to sigma for investigation. A supplemental report will be submitted if the pump is returned and an investigation can be completed. The most probable cause for this event is the failure of the backcheck valve in the administration set, which is not mfg by sigma. Sigma's record indicate that all pumps at this facility were calibrated for use with baxter's tubing set.